Event description:
A surgeon reported that after implanting an intraocular lens (iol) he discovered that the lens had a film on it. He was unable to remove the film and took out the iol. The incision was widened to facilitate removal of the lens.